Manufacturer narrative:
Date sent to the FDA: 9/17/2020 corrected information: a1, additional information: d3, d4, d6, e1, e2. G1, g2, g3 additional b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted.

Manufacturer narrative:
Additional information requested and following was obtained: as of (B)(6) 2019 I haven't been able to see the surgeon about the new hernia. It has to be repaired it has started to cause some discomfort.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: patient-reported adverse event - mesh failed, recurrent incisional hernia, pain and re-operation on (B)(6) 2017- was submitted via manufacturer report number 2210968-2017-71383. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How are you currently feeling? In your recent email, you said that another hernia in the same incision just lower was developed. Does the same proceed mesh ( pcdt1) which was implanted in 2012 involved in this new event? If in your possession, may we have a copy of your operative reports of initial procedure and/or re-operation if any? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported by the patient that he underwent an abdominal hernia repair procedure on unknown date in 2012 and the mesh was implanted. The mesh failed and the patient developed a recurrent incisional hernia. The patient is still in pain after the surgery. The patient was scheduled for a re-operation on (B)(6) 2017. It was also reported that recently the patient developed another hernia in the same incision just lower. Additional information was requested.